Event description:
A nurse reported that during a cataract surgery an ophthalmic operating console and ophthalmic cassette presented issues with fluids was not available, pump and ultrasound were not working with system message displayed. Procedure was completed after replacing the cassette and restarting the equipment. The intraocular lens had a scratch in the center. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. Based on our trend analysis, there are no adverse trends identified for this complaint and based on these findings the residual risk remains at an acceptable level. The manufacturer internal reference number is: (B)(4).